Event description:
It was reported that during central processing, the monopolar curved scissors instrument had lives remaining on the instrument that can no longer be used. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken grip cable at the distal end.